Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified device patch with lot number 2620064, catalog number ff-410595, red particles on the shell and an opening on the posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported creases.

Manufacturer narrative:
Device evaluation: visual analysis noted red particles on the shell and an opening on the posterior.